Event description:
The handle detached during use on a patient. No patient injury or medical intervention was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The investigation identified that adhesive had not been applied to the unit. The complaint could be confirmed. The root cause can be attributed to improper method used during assembly a search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.